Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was a cross over to treat the right iliac artery with heavy calcification and moderate tortuosity. The stenosis was so tight that it was difficult to place the 6x100 mm armada 35 percutaneous transluminal angioplasty (pta) catheter in the correct place. The armada balloon became stuck after the angioplasty due to the heavy calcification. The balloon broke but remained in one piece on the device. The device was removed by manipulating and moving the introducer sheath and then it was simply withdrawn. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was a cross over to treat the right iliac artery with heavy calcification and moderate tortuosity. The stenosis was so tight that it was difficult to place the 6x100 mm armada 35 percutaneous transluminal angioplasty (pta) catheter in the correct place. The armada balloon became stuck after the angioplasty due to the heavy calcification. The balloon broke but remained in one piece on the device. The device was removed by manipulating and moving the introducer sheath and then it was simply withdrawn. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed reports, it was reported that a loss of pressure was noted during use as well as blood from the inflation channel. The rupture occurred below the rated burst pressure after one inflation. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and break/separation were confirmed. The reported difficulty advancing and removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing and removing the device from the anatomy, balloon rupture, and break/separation appear to be related to operational context. It was reported by the account that the stenosis was so tight that it was difficult to place armada 35 catheter in the correct place and the armada balloon became stuck after the angioplasty due to the heavy calcification, resulting in the reported difficulty advance the device. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and ruptured during inflation. Additionally, manipulation of the device, against the reported difficulty and the challenging anatomy, likely resulted in the reported break/separation and subsequently the reported difficulty removing the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.